Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. Also, the end cap was broken off. Analysis was unable to perform displacement test, no delivery test or operating currents test. Also, analysis was unable to verify off no power and low battery alarm. There was no blank display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated the insulin pump had a crack, received a no delivery alarm and a motor position encoder error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.